Manufacturer narrative:
Additional information indicated that hospitalization is no longer an outcome attributed to the adverse event. (B)(4).

Event description:
Additional information received from the health care provider (hcp) reported that the cause of the device not working was not identified. The interventions taken were that the program settings were adjusted. The patient experienced symptoms of urinary incontinence, urgency, frequency, and vaginal pain. The kidney things the patient experienced was a non-obstructing renal stone that had no symptoms and no treatment. The patient was not hospitalized for the kidney things and they were not related to the patient's device or therapy. The device not working and kidney issues had not been resolved. The patient was scheduled for device removal, but had to cancel due to unrelated medical issues.

Manufacturer narrative:
Concomitant medical devices: product ID: 3093-28, lot# v931557, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The consumer reported via the representative that the device had not been working and she wanted it removed. The patient had been in and out of the hospital for "kidney things" the last couple of months and had not had time to visit the healthcare provider. The patient's indication for use was urinary dysfunction/sacral nerve and gastrointestinal/pelvic floor. No symptoms or outcome was provided regarding this event. Further follow up is being conducted to obtain this information. If additional information is received a supplemental report will be sent.